Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use evercross pta balloon along with non-medtronic 6fr sheath and 0.035" j-wire during procedure to treat a moderately calcified lesion in the left proximal superficial femoral artery (sfa) with 90% stenosis. The vessel was little tortuous. The vessel diameter and lesion length were 7mm and 30mm respectively. No embolic protection was used. A non-medtronic inflation device was used for balloon inflation. A 50/50 contrast was used as inflation fluid. There was no damage noted to packaging. There was no issue noted when removing the device from hop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, balloon circumferential/radial burst occurred at 8atm. All fragments of the balloon were retrieved. Balloon was placed across the lesion and during inflation ruptured. All parts of the balloon were removed and no vessel injury was noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No intervention was needed, as all parts of balloon were still ok balloon catheter. Device was safely removed from patient. Two inflations were applied to the balloon. Physician always uses a 6fr sheath. Physician used a 7x60 evercross balloon to complete the procedure. There was no patient injury.